Manufacturer narrative:
The product has been received for analysis. This report will be updated if analysis is completed and further information is provided from the analysis.

Event description:
It was reported that this right atrial lead was unable to be successfully implanted due to lead helix retraction issues after repositioning. There is evidence that suggests a discovered lead body damage. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial lead was unable to be successfully implanted due to lead helix retraction issues after repositioning. There is evidence that suggests a discovered lead body damage. No additional adverse patient effects were reported. The lead was returned for analysis.